Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary : according to the information received, it was reported that during the procedure, the electrode became defective. No additional information was received. Visual observation revealed no anomalies on the active tip. The electrode was received in its original box packaging. The electrode shaft, handle, cable and plug did not show any signs of damage. There was residue in the suction tube indicating the device has been used; to confirm this condition it was used a wire up in the suction tube; as a result, it was found biological and saline residues. The electrode was connected to a vapr vue generator and all correct default settings were made available.; also, it was recognized. The generator was set to maximum power for ablation and coagulation modes and activated in saline successfully indicating that the device was fit for function at the time of use. The electrode was tested several times to ensure continuity of function. For the suction test, the electrode will be sent to manufacturer for further investigation. The vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device has not been returned in its original packaging. The active tip is in a used condition, with evidence of debris around the active tip and in the suction port. Procedural residue in suction tube and no visible damage to the device shaft, handle, cable or plug. The suction test was performed; as a result, it was failed. A DHR review has been performed for the complaint device lot number u2008093; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and ra review no correction action has been implemented. Multiple attempts to free the blockage was conducted, including a positive pressure applied to the suction path of the devices, along with a negative pressure, and both conducted whilst activating the devices. None of these attempts were successful in clearing the blockage to restore the flow rate within specification. To confirm the location of the blockage, a thin gauge wire was inserted into the suction tube until the blockage was reached. This confirmed that the blockage was at the distal end and caused by tissue debris. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the vapr coolpulse90 electrode device became defective. During in-house engineering evaluation, it was determined that the device had biological and saline residues; and that it failed the suction test. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.